Event description:
It was reported that during a da vinci-assisted cystoprostatectomy and nephroureterectomy, the bedside staff was plugging the energy cord into the monopolar curved scissors (mcs) while docked on the universal surgical manipulator (usm) and the instrument was inadvertently pushed into the right iliac vein. Through follow-up with the director of quality and safety, the following information was obtained: the injury occurred while both surgeons were away from their consoles. The mcs instrument was not exchanged at the time of the event, however, the monopolar energy cord was, and it was noted that the mcs instrument's jaws were in an open position at the time which lacerated the right iliac vein as the instrument carriage was pushed downwards. The bedside staff did not describe the force placed on the instrument as large, however, the assisting surgeon described the force used as excessive. The distance the instrument carriage moved was described to be "short." A bedside assistant port was used to help achieve hemostasis and the vein was repaired and the case completed, robotically. The total estimated blood loss (ebl) for the procedure was 1.5l with 1l directly attributed to this injury. Due to preoperative anemia, the patient received 2 units of blood prior to the procedure and 2 additional units were administered near the end of the procedure due to the injury. The patient was admitted to ICU and the following day was noted to be stable and discharged home. 3 days later the patient returned for a scheduled outpatient follow-up and was again noted to be in stable condition. No staff members present during the procedure stated the instrument clutch button was intentionally pressed prior to the monopolar energy cord exchange, however, the site is not ruling out whether the instrument clutch may have been unintentionally pressed or whether the force used on the mcs instrument was beyond the threshold of what was needed.

Manufacturer narrative:
Based on the current information provided, the cause of the unexpected universal surgical manipulator (usm) motion was likely external forces while the instrument clutch was activated. Intuitive surgical, inc. (Isi) reviewed the site¿s complaint history, which revealed that record with patient identifier (B)(6) is a related complaint. The monopolar curved scissors (mcs) instrument has been used in subsequent procedures and the customer confirmed it will not be returned for analysis. Patient identifier (B)(6) captured details of the site visit to inspect the system, which passed all usm verification tests, and the test drive was completed without issue. There was no trouble found and the reported problem was not able to be reproduced. A follow-up MDR will be submitted if additional information is obtained. A system log review showed error 100 which indicated the distal set-up joint (dsuj) on universal surgical manipulator (usm) 4 moved without being clutched. The timing of this error is consistent with the reported event and is a strong indication that the dsuj had external forces acting upon the system that caused the dsuj to move. There was no other occurrence of 100 error on arm 4 before or after the event, suggesting that there were no faults with the system. Log details suggest the arm was accidentally clutched during the insertion of the monopolar energy cord, and this canceled guided tool change (gtc). Seven seconds later, the arm was no longer clutched. During this time, it was likely that the arm was inserted into the body while the user believed they were in gtc. This complaint has been reported due to the following conclusion: the bedside clinician experienced unexpected motion when plugging in the energy cord to the monopolar curved scissors (mcs) instrument as it was docked on the universal surgical manipulator (usm). This action caused a "through and through iliac vein injury" that was repaired robotically, and the patient's estimated blood loss (ebl) during this event was 1000 ml, the total ebl for the procedure was 1500 ml and the patient received 2 unexpected units of blood.